Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident during a colonoscopy. The esu was used in a polypectomy. The esu setting was endocut q mode, effect 3. Upon the removal of a broad stalked high grade dysplastic polyp located in the transition between the sigmoid colon and rectum, excessive bleeding occurred (note: no information was provided in regards to the accessory used with the generator for the polypectomy.). Clips were used with an injection adrenaline to control the bleeding, but these measures were unsuccessful. The patient was sent to the hospital to further address the patient's condition. A laser was employed to stop the bleeding.

Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many aspects concerning the incident. However, it appears that the patient's condition was a significant factor involved with the event. That is, the polyp was broad and very large. Per the report of the extreme bleeding, the polyp must also been very well vascularized. No typical additional endoscopy treatment method (application of clips with an injection of adrenaline) was able to address the bleeding. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many aspects concerning the incident. However, it appears that the patient's condition was a significant factor involved with the event. That is, the polyp was broad and very large. Per the report of the extreme bleeding, the polyp must also been very well vascularized. No typical additional endoscopy treatment method (application of clips with an injection of adrenaline) was able to address the bleeding. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident during a colonoscopy. The esu was used in a polypectomy. The esu setting was endocut q mode, effect 3. Upon the removal of a broad stalked high grade dysplastic polyp located in the transition between the sigmoid colon and rectum, excessive bleeding occurred (note: no information was provided in regards to the accessory used with the generator for the polypectomy). Clips were used with an injection adrenaline to control the bleeding, but these measures were unsuccessful. The patient was sent to the hospital to further address the patient's condition. A laser was employed to stop the bleeding.